Manufacturer narrative:
A visual inspection of the scope for clinical sampling was performed by the facility. The forceps elevator and body surface around the elevator had no visible debris. The objective lens and light guide lens at the distal end of the insertion section had no residue or stains and no scratches or cracks. The glue around the lenses was not discolored or pitted and the glue was not peeling or chipping. The air water nozzle at the distal end of the insertion section did not appear damaged and there was no visible debris. The distal ring at the distal end of the insertion section had no cracks or dents on the ring. The glue around the ring was not discolored or pitted and the glue was not peeling or chipping. The white isolation block at the distal end of the insertion section did not have any cracks or dents. The surface of the distal body at the distal end of the insertion section had no corrosion and no debris. The glue condition around the left side surface of the distal end was not discolored nor pitted, had no cracks, and had no peeling or chipping glue. The facility reprocessed the scope in an oer-pro automatic endoscope reprocessor (aer). Sampling of the scope for culture testing was performed by the facility. All personal protective equipment was worn. The sampling was pre-disinfected using provided disinfectant. All the necessary supplies were aseptically placed in the sterile field. No defects were in this sample collection container and solution. No other person other than olympus staff entered the sampling area. The distal end was inspected. No visible debris was observed. The correct surfaces of the distal tip were swabbed. The correct areas of the elevator recess were brushed and flushed. The instrument channel was brushed and flushed. No significant deviations were observed in regard to aseptic or sterile techniques during sampling that could have contaminated the sample. All the correct sterile components and materials were used. No sampling instruments touched any non-sterile areas or surfaces besides the scope. No gloved hands made any contact with non-sterile surfaces. The scope was properly dried using filtered compressed air after sampling was completed. An olympus endoscopy support specialist (ess) visited the customer on (B)(6) 2023, to perform an observation of the reprocessing techniques. The ess noted steps 10, 12, 14, to inspect for debris, were completed after all external surfaces of the scope were wiped. Steps 78, 79, 80, 81, and 82 were completed out of order. The facility attendee performed aspiration and then flushed the distal end with the distal end flushing adapter. The ess reviewed the correct order of steps with the facility attendee. For step 83, the instrument channel was opened, but the facility attendee used a non-olympus automated suction/flushing machine for aspiration and the suction cleaning adapter was not used with that machine. The facility attendee inspected the scope under a lighted magnifying glass, and opened and closed the instrument channel outlet while inspecting the distal end. The facility used prolystica detergent, steris corporation. The subject device referenced in this report was not returned for evaluation but was sent to an independent laboratory for destructive sampling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
As part of the olympus 522 post market surveillance study, the distal end of the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for tested positive for pseudomonas fluorescens too numerous to count. After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected and sent to an independent laboratory for testing. No patient injury reported.

Manufacturer narrative:
The device was returned to olympus for evaluation after sampling. The forceps elevator/lever wire was cut. The plastic distal end cover body was damaged, and the arm and arm cover were missing. The nozzle, bending section cover, and bending section cover glue were missing. The scope leak check and the plastic distal end cover insulation could not be performed due to missing parts. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Pseudomonas fluorescens is a gram-negative bacillus who thrives in aqueous environments around our everyday lives. While this particular species has no strong connections to outbreaks following ercp, the genus is known to be a rather aggressive biofilm builder. No delays observed during end of endoscopic retrograde cholangiopancreatography (ercp) procedure no delays observed during end of ercp procedure and beginning of reprocessing. The endoscope did not show and deviations / non-conformities during visual inspection during the sampling process. All 12 required scope sampling points were sampled. Growth was recovered from 1/12 sampling sites. The microorganism identified during destructive sampling (bacillus lichenformis) did not match nor confirm the originally identified pseudomonas fluorescens (hc), but rather provides evidence of scope contamination at the lab. Based on the sponsor¿s literature research, pseudomonas fluorescens has so far not been described in literature as being associated to patient infection via contamination during ercp. It can provisionally be concluded that the observed contamination is not related to the patient use but may be attributed to the handling during reprocessing and / or sampling. The instructions for use (IFU) provides the following guidelines: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. This report will be supplemented if additional information becomes available at a later date. Olympus will continue to monitor the field performance of this device.